Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4). H3 other text : device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, after inserting the balloon into the patient it got ruptured. The iab was replaced and therapy was provided. There was no reported injury to the patient.

Manufacturer narrative:
Event site address: (B)(6). Event site postal code: (B)(6). Initial reporter full name: dr. (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, after inserting the balloon into the patient it got ruptured. The iab was replaced and therapy was provided. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, after inserting the balloon into the patient it got ruptured. The iab was replaced and therapy was provided. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: section d - device available for eval? From: yes to: no. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #: (B)(4).